Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in hospital for a routine follow-up on (B)(6) 2018. Upon review of the stored electrogram, the patient had 60 ventricular tachycardia (vt)/ventricular fibrillation (vf) episodes. The episodes were thought to be likely supra-ventricular tachycardia though at times the only active discriminator called the tachycardia a vt. There was intermittent ventricular undersensing during a vt episode. No symptoms could be correlated with the recorded episodes. Programming changes were made. The patient was stable.